Event description:
A gap nail 6.4x32 was found bent and broken inside a 21-year-old patient.

Manufacturer narrative:
The additional cyclic stresses produced by the absence of distal fixation and the progressive bowing of the bone produced during the patient growth was probably the cause of the fatigue failure of the distal section. This bowing was due to the poor bone quality. As for the bent part of the mid-shaft, it was probably bent due to a trauma which led to the bone fracturekage and the bend of the implant. Moreover, the gap nail aims to minimize the risks of fractures in patients with bone dysplasia involving weak and/or thin bones. In these cases, the size of the bone determines the maximum size of nail that can be used. While the use of the gap nail allows a decrease of the probability of bone fractures, the small size of bone and its weakness will remain an underlying condition. Thus, the possibility of bone or nail fracture is still existent.